Event description:
Information received indicates, the beds hi/low function continues to move down after the function switch is released.

Manufacturer narrative:
The technician cleaned the hi/low drive brake assembly and lubricated the bearings to repair the bed.